Event description:
A (B)(6) female presently with right breast capsular contracture with deformity states post saline breast augmentation original augmentation over 10 years ago. Admitted to asd for bilateral capsulectomies. Removal of intact saline implants. Replacement with gel implants.